Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that the patient's implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the device was returned and analyzed. The high current drain condition was confirmed during analysis. No root cause could be determined. The anomalous condition disappeared during analysis.